Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 30.0 mg/ml bupivacaine at 2.998 mg/day and 20.0 mg/ml morphine at 1.998 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient had been trying to give himself a bolus for the last two days (B)(6) 2017, but it will not give him one. The patient saw the x on the screen, but did not pay attention to the error code on the screen. The patient then tried and saw code 8532 [stopped pump may exceed tube set]. The patient was supposed to get his pump refilled on "thursday" but had to miss the appointment because on wednesday night, the patient was in so much pain and was having trouble breathing. The patient was taken to the emergency room and was diagnosed with acute bronchitis. The last time the patient got a successful bolus was wednesday morning. It was also stated that the patient had heard some faint beeping possibly coming from the pump in (B)(6) 2017. The code was noted to be unresolved and the patient was to follow up with their healthcare professional (hcp). No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, indicating that it was not known why the pump stopped. The pump was surgically replaced. The event has been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member of the patient. The friend/family member confirmed that the patient's pump was replaced (B)(6) 2017 and were never given a pump to take home, and they did not know that was an option. The friend/family member noted that they spoke with a manufacturer representative at the time of the surgery who informed them that they did not need to return the "booster" and that everything was taken care of. No further complications were reported.